Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the joystick is acting up intermittently, the chair will sometimes drive in circles.